Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 427 mg/dl. The customer was experiencing unexplained high glucose for one day. It was stated that the events leading to his admission was nausea, vomiting, shaking, and dehydration. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found low reservoir and battery alarms. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. The customer mentioned that the tubing was cracked near the p-cap connection and the insulin was leaking. The customer's most recent glucose reading was 253 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.